Event description:
As part of a clinical study, it was reported that a patient underwent an uneventful da vinci-assisted partial nephrectomy on (B)(6) 2022. Per the operative note of the da vinci-assisted surgical procedure, findings consisted of: "right lower pole renal mass enucleated. Jp x1. Foley." The estimated blood loss of the procedure was 20 ml. No intra-operative complications were noted. Additionally, there were no reports of a malfunction of a da vinci system, instrument, or accessory within the operative note. The following information was obtained from the patient's medical records as part of the clinical study: on (B)(6) 2022, the patient presented to the emergency department (ed) with gross hematuria and failed void trial. A CT of the patient's abdomen/pelvis was performed. The patient was admitted to hospital medicine with severe sepsis. A urinary catheter was placed. The patient was also treated with IV fluids and antibiotics. The patient was discharged home on (B)(6) 2020 with oral antibiotics. On (B)(6) 2022, the patient returned with gross hematuria and clot retention. A catheter was placed and continuous bladder irrigation was initiated. On (B)(6) 2022, a CT of the patient's abdomen/pelvis was performed. Additionally, the patient underwent a cystoscopy with clot evacuation. The patient was discharged home on (B)(6) 2022 and was instructed on how to do home irrigations. On (B)(6) 2022, the patient returned to the ed with blood in his urine. On (B)(6) 2022, the patient returned to the ed with decreased drainage from the catheter, associated suprapubic pain, and gross hematuria. The patient was "found to have klebsiella urinary tract infection versus colonization." The patient was scheduled for a prostatectomy on (B)(6) 2022. Isi has reached out to the customer to obtain additional information but has not yet received a response.

Manufacturer narrative:
Based on the current information provided, the root causes of the post-operative complications are cannot be determined.. A follow-up MDR will be submitted if additional information is received. A follow-up MDR will be submitted if additional information is received. There was no image or video clip supplied for review related to a specific event. System or instrument log reviews could not be performed due to a lack of system information. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted partial nephrectomy surgical procedure, the patient developed post-operative complications including gross hematuria and sepsis which required multiple ed admissions and medical intervention. The causes of the post-operative complications are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.